Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 21.6 mg/dl at the time of the incident. The customer was given food and intravenous fluids to treat. The customer experienced symptoms such as seizures and being hyperthermic. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer recently noticed that they get low reservoir alarms but no delivery alarms. Troubleshooting was not done for the possible absence of no delivery alarm. Customer stated that the pump has been exposed to x-ray and MRI a few times. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. No unexpected low reservoir alarm noted. No bolus anomaly, basal anomaly or displacement anomaly noted during testing. The motor was tested outside of the device and passed. The device had a cracked battery tube threads and cracked reservoir tube. The drive support disk was inspected and no anomaly was noted.